Event description:
It was reported that a remote monitoring transmission was sent due to the patient having a syncopal event with dizziness. There was possible atrial undersensing noted on the right atrial (ra) lead. It was difficult to ascertain atrial capture on the presenting strip. The last measured r-wave on the right ventricular (rv) lead was also noted to be below range. The ra lead and rv lead remain in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 419588 lead, implanted: (B)(6) 2010. A dtba1d1 ICD, implanted: (B)(6) 2014. (B)(4).